Event description:
It was reported the pt stated he was diagnosed with an infection at the lead incision site. The pt stated the cultures were taken and (B)(6) infection was identified. Pt further stated he has a history of (B)(6) infections and was prescribed antibiotics. Follow up info indicated the pt's antibiotic regimen continues and pt stated the infection was healing.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.